Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: I have found that it was an open procedure and the surgeon was able to get the stapler off tissue. There was enough tissue to re-staple and complete procedure. Not sure of staple load. The sales rep confirmed that the procedure was an open case from the beginning. The jaws did not open on first device, even after using the knife reverse and manual override. A second like device was opened and used to cut the first device off of the tissue. Sometime later, the second device would not open, but it was not on patient tissue at the time; no further details provided to the sales rep. A third device was used to complete the case. The first device was disposed of as there was tissue remaining in the jaws. Only the second device will be returned.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure the device clamped down on tissue and would not open. Another device of the same product code was used and it too clamped down on tissue and would not open. It is unknown how either device was removed. One device was disposed of, but uncertain if it was the first or second. A third device of the same product code was used to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # n56u8a. The analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was received with an ecr45b cartridge loaded on the device. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the 60mm IFU. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.